Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-jan-2012, 23-jan-2013, and 29-jan-2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of raynaud's phenomenon, chronic fatigue syndrome, and "autoimmune condition" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported side unspecified "raynaud's phenomenon. Patient also reported side unspecified chronic fatigue syndrome. Patient additionally reported an "autoimmune condition" and a left side rupture. There is no indication treatment has occurred. Device remains implanted.